Manufacturer narrative:
Reported event: flare detached. Investigation results: according to the complainant, the suspect device has been disposed and is not available for return. There is not enough information to determine the most probable root cause. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the physician was snaring a polyp, the snare was taken out of the scope and an attempt to extend the snare was made, however the catheter detached from the handle. They could not get the snare to open again. There were no patient complications reported as a result of this event. It was reported that at the conclusion of the procedure the patient had not been harmed. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.